Event description:
It was reported that the right ventricular (rv) lead had decreasing r-waves since implant. It was also reported that during the revision of the rv lead the helix would not retract or deploy easily. There appeared to be torque built up and it would pop into place. The physician felt that extra rotations were required the physician decided to implant a new lead that worked better and had better sensing.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 5568-53 implantable pacing lead, (B)(6) 2006; dtba1d4 bi-ventricular (bi-v) defibrillator, (B)(6) 2013; 4296-88 implantable pacing lead, (B)(6) 2013. (B)(4).

Event description:
No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary- product event summary- the full lead was returned in segments, analyzed and no anomalies were found. The lead is functionally normal. Mechanical testing revealed normal helix functionality. Sudden extending of the helix implies torque build up in the distal conductor of the lead. Normally, after complete stylet insertion into the lead, enough stiffness of the lead should force the helix to extend gradually into the heart tissue. The helix of the lead was extrinsically bent and visual summary analysis of the lead indicated apparent explant damage. Although the helix is bent, it still functions correctly and within specification. No patient complications have been reported as a result of this event.